Event description:
A customer contacted beckman coulter inc., (bec) and stated there was a small leak at front left of the coulter lh 750 hematology analyzer which looked like a mix of isoton and clenz. The customer also reported the analyzer was giving retic pressure and flow cell voltage errors. The operator was wearing a lab coat, gloves, and eye protection at the time of the event. There was no exposure to mucous membrane or open wounds and the operator did not seek medical attention. The material safety data sheet (msds) was not reviewed. There is an exposure control/risk management plan in place at the facility. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
With phone support from the field service engineer (fse), the customer found diluent leaking from a hole in the needle vent line where it was worn by the pinch valve. The customer replaced the tubing. On (B)(4) 2012, the fse was dispatched to address the retic pressure and flow cell voltage errors. These issues were unrelated to the leak. The fse replaced the retic pressure regulator and pressure transducer board, which fixed the retic pressure problem. The fse verified needle venting and found issues at vent line (vl33). The fse cleaned out the vent, verified proper valve operation, performed reproducibility and ran all qc. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to a hole in the needle vent line where it was worn by the pinch valve. (B)(4).